Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the lower case was broken and contaminated, the battery release and ring cover were contaminated, one bail cover and the battery drawer were broken, the lead flex cover was corroded and contaminated, one printed circuit board flex cable was crimped, the battery contacts were compressed, the ring was bent, the keyboard window was scratched and the main printed circuit board was out of specification.